Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. The cause of the reported difficulty of iipv was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow/ no flow occurred above the minimum drain volume threshold. A service history review (shr) revealed that no issues were identified that may have contributed to the iipv. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through CAPA # (B)(4).

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the caregiver (cg) stated the home patient (hp) was overfilled this morning. The technical service representative (tsr) reviewed the therapy log: cycle 4 uf 1359ml. The tsr reviewed the programming: fill volume 1800ml. The tsr explained the drain logic. The cg stated the hc sits about 10-12inches above the bed. The tsr advised to lower the hc to between 6-12inches below the bed. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. This event meets overfill criteria.